Event description:
The dr claims that the graft was implanted for a femoral-popliteal bypass procedure. When the graft was unclamped, it leaked blood (quantity unknown at this time). The dr stated that this incident occurred prior to 8/2004 and was not previously reported to boston scientifc. Note: the incident date is unknown at this time and has been approximated for reporting purposes only.

Event description:
In 2004, co received the following add'l info: a debakey aortic clamp was used to tunnel the graft. When asked how the graft was handled, the dr stated that the package was opened and the graft was implanted. The catalog and/or batch number of the device is unk at this time. This complaint was referenced in a previous complaint that was reported to the FDA under MDR reference number 6000072-2004-00033.